Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to leakage from a breakage of the biopsy channel. A further cause of the breakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the automated endoscope reprocessor (aer) was giving error for channel 2-3-4 of the colonovideoscope and due to this not possible to complete the reprocessing. There were no reports of patient harm associated with the event. The device was returned for evaluation. During the device evaluation found the nozzle was clogged with foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was evaluated and the evaluation found that water tightness was lost due to damage on channel tube. Also the amount of water contact did not meet the standard value due to nozzle clogging. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: suction-cylinder had no color; grip packing at control section was loose; electrical contact of endoscope connector had a discolored area; there was a scope communication error e228 and image was not displayed due to corrosion on plug unit; plastic distal end cover had a chip; there was a cut on the connecting tube and the universal cord had a wrinkle. Scratches were found on the flexibility adjustment ring had a scratch, grip and on the switch box. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.